Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had implantable cardiac monitor (icm) and an implantable pulse generator (ipg) devices and they were unable to be interrogated. The devices remain in use. No patient complications have been reported as a result of this event. It was reported that the remote monitor was unable to interrogate the implanted device. The clinic managed to perform a manual transmission with the header as far as possible from the pacemaker. The caller was advised that there is a known issue with remote monitoring when a patient has more than one implanted cardiac device. It was advised that the patient be followed via programmer interrogation instead of remotely.